Event description:
Information was received from a hcp regarding an implantable neurostimulator. The reason for the call was caller stated that the pat ient had the scs placed today and when they woke up post-operation they had no feeling from the hips down. Caller stated the neurosurgeon then removed the leads but left the battery pack in. Caller wanted to know if the patient could have an MRI with just the battery in their back. Agent reviewed MRI information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.